Event description:
It was reported that 2 days post-procedure, the patient presented with paresis. Arteriography revealed an occluded vessel, and a follow-up with clinical treatment was initiated. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not retuned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous which may have contributed to the reported event. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported events: ¿patient neurological deficit¿ and 'patient vessel occlusion'.

Event description:
It was reported that 2 days post-procedure, the patient presented with paresis. Arteriography revealed an occluded vessel, and a follow-up with clinical treatment was initiated. No further information available.